Event description:
It was reported that bd maxzero extension set was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that the spin collar is very stiff and does not spin freely. This connector does not securely fit the bard miniloc ref (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mzxt5307 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided.